Manufacturer narrative:
The reported device was not received for evaluation. However, another device was received. A visual inspection revealed that it is not in its original packaging. The insertion device, suture string and distal and proximal anchors were returned. The insertion device has the actuation bar bent almost 90 degrees. The suture string and both anchors are intact. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff repair, the footprint suture anchor broke inside the patient, the broken pieces were removed with clamps. The procedure was completed with a delay of less than 30 minutes using a smith and nephew back up device in the initial bone hole. No further complications were reported.